Event description:
The pt was complaining of chronic low back pain, the x-rays showed a fracture of both the right and left rods in the l5 area. The pt went to surgery for removal of broken rods in the l5 area.